Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 288 mg/dl after physical therapy during which the pump was turned off, the infusion set was removed, and the cartridge was taken out; the user also ate a bagel without insulin, and later received education on proper pump pausing and avoiding unnecessary cartridge removal. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device malfunction and user-related factors that plausibly contributed to the elevated glucose. It was concluded that the cause of hyperglycemia was unclear with contributing use conditions, and the device was considered to have functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.